Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a right ventricular lead revision, during the procedure intermittent and low telemetry was exhibited by the pulse generator along with a message indicating that the device was at elective replacement indicator. The physician decided to explant and replace the device. The patient was doing fine and would continue to be monitored.